Event description:
It was reported that while using a bd nexiva¿ closed IV catheter system, the luer connector separated and leakage occurred. The following information was provided by the initial reporter: we had a bd nexiva closed IV catheter system blow the tip off when connecting the luer. It sprayed blood all of the dr., patient, and room.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd nexiva¿ closed IV catheter system, the luer connector separated and leakage occurred. The following information was provided by the initial reporter: we had a bd nexiva closed IV catheter system blow the tip off when connecting the luer. It sprayed blood all of the dr., patient, and room.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1710034-2022-00190 was sent in error. MFR report# 1710034-2022-00190 is void as a result.